Manufacturer narrative:
Other, other text: h3: one picture of a cadd cassette reservoir was received and reviewed. The picture showed a cut in the perimetral seal of the assembly (ay) bag. Two cadd cassette reservoir from p/n 21-7301-24 l/n 3894452 were received in used conditions with their original packaging open inside in a plastic bag. The samples were visually inspected, at a distance of 12 to 24 and normal conditions of illumination. A cut was detected in the perimetral seal of the ay bag. The sample was visually inspected, at a distance of 12 to 24 and normal conditions of illumination. A cut was detected in the perimetral seal of the ay bag. Relevant documents which reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was able to be confirmed. The most probable cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.

Event description:
Information was received that when filling up medical fluid into the cassette during a pre-use check, the customer noticed the fluid was leaking from the medication bag. No patient injury.